Event description:
It was reported that the patient felt vibrations in the chest. An x-ray noted thinning of the right atrial (ra) lead at the clavicle. The lead exhibited high impedance and high threshold. Episodes of oversensing with noise were noted. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: rvdr01 implantable pulse generator 2012 (B)(6); (B)(4) implantable pacing lead 2012 (B)(6). (B)(4).